Manufacturer narrative:
Device return: one used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded component damage/tear at the end of the slit on the seal surface. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, did not meet acceptance criteria. Previous investigations of similar component damages/anomalies have identified these types of damages are consistent with incorrect techniques/usage conditions (overtightening and continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of unknown dialysis set-up where d1000 tego connectors were in use. The initial information received reports over "several day" period of time six tego connectors were reportedly "leaking, air can entry" during flushing, prior to "connecting to the dialysis machine" . The tego connectors were removed and replaced with no adverse patient consequences. Although the manufacturer requested additional event/device usage information as of the date of this report there has been limited / minimal responses.